Event description:
Related manufacturer report number: 1627487-2022-05863, 1627487-2022-05853. It was reported the lead was explanted and replaced for an unknown reason on 11 mar 2021.

Manufacturer narrative:
Date of event is estimated.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.